Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform case was received in which it was reported that low readings issue with the adc device was reported. Customer received 56mg/dl lower sensor scan results compared to unspecified readings obtained on an unknown device and experienced seizure and/or loss of consciousness. No further treatment was reported and attempts to gather further information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
A webform case was received in which it was reported that low readings issue with the adc device was reported. Customer received 56mg/dl lower sensor scan results compared to unspecified readings obtained on an unknown device and experienced seizure and/or loss of consciousness. No further treatment was reported and attempts to gather further information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.